Event description:
Treatment of a dural arteriovenous fistula (davf). It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2010-00239.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 18.8 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded". Eval, results: catheter rupture. (B)(4).